Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump was noted to be unresponsive. Despite charging the pump for six hours, the pump was still unable to be turned on. The customer's blood glucose level was 437 mg/dl. The customer administered a manual injection. Reportedly, the customer has manual injections available as alternate insulin therapy.